Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was admitted to the hospital for heart failure. The patient has twiddlers syndrome, causing this right ventricular (rv) lead, and the related leads to dislodge which led to loss of capture. All pacing and tachy therapy were turned off. It was noted that there has been prior dislodgement due to twiddlers syndrome. It is intended that surgical intervention will be performed to reposition the leads. No additional adverse patient effects were reported. Several requests were submitted to the field to obtain additional information regarding this event. There was no response received.